Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl. The customer reported that he had the new pump and he was on a flight and the battery went dead and he was not able to change the battery for about 4 to 6 hours. The customer stated that he was not able to go to manage device screen. The customer declined troubleshooting for blank display. The insulin pump will not be and belt clip will be returned for analysis.